Manufacturer narrative:
Concomitant medical product: product ID: 97740, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for non-malignant pain and chronic low back pain. The patient reported that the device will not charge and their remote is not working. They stated that their recharger is at 100%. The patient stated that they needed to purchase batteries for the remote, as was going to call back. The patient also added that they have burning in their feet as well as a return of spasms. They mentioned that their muscles are all tense and tight, even though they are taking muscle relaxers and tablets. The patient stated that the issues with their recharger started 1-1.5 weeks ago, and they started having pain 1-2 days after their recharger stopped working. It is not clear which external device the patient was having issues with. No further complications were reported or anticipated.